Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a very large fluid filled pocket, and 3 months after revision, the site is enlarged again with no edema. Additional information received from a manufacture representative reported the cause of the large fluid filled pockets were unknown. The previous revision was to resolve the first fluid pocket but it returned. There have been no further actions taken at this time. The issue was not resolved.